Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported this right ventricular (rv) lead exhibiting high pacing threshold measurements which resulted in loss of capture. The patient experienced a syncopal episode. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.